Event description:
A file seperated in the canal during a procedure.canal was filled with the seperated piece in place without sequela.it was also reported that two other file seperation events occurred,through no futher detail was provided.